Event description:
As reported by our affiliate in (B)(6), prior to the transfemoral tavr procedure, it was noted that the access vessel was very calcified. No balloon aortic valvuloplasty (bav) was performed prior to the deployment of a 29mm sapien 3 in the aortic position... The commander delivery system was prepared with nominal volume. During valve deployment, the delivery system balloon burst. The delivery system was carefully removed with the balloon in one piece. A post dilatation of the valve was done with good final results. No injury to the patient was caused. The patient remained was hemodynamically stable during the procedure. At the time of the report, the patient was doing well.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
This supplemental MDR is being submitted for the corrective information. The following following fields have been updated: h6 (device code) and h10 (narrative data). As per pre-deco evaluation, a pinhole was noted at the balloon shoulder area. The investigation is ongoing.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: a leak observed on the proximal should of the balloon, flex tip gouges observed on the delivery system, scratches on flex shaft, and slight compression on flex shaft proximal to the flex tip. Functional testing was not performed due to the nature of the event. Dimensional testing was not performed due to the location of the pinhole (proximal shoulder of the balloon). Imaging was provided and revealed calcification was present in the aortic annulus. During the manufacturing process, visual inspections and tests are performed throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During final inspection, the entire device is visually inspected distal to proximal for any damage. In addition, during product verification (pv) testing is performed on lot samples, the delivery system is inspected for physical damage and balloon burst pressure. The lot met statistical requirements as requirement for lot released. The above inspections during the manufacturing process and testing performed during pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. A lot history review was performed and no other complaints for the reported event were noted. The commander delivery system IFU, preparation training manual and procedural training manual were reviewed for guidance and instructions on device preparation and usage involving the commander delivery system and esheath usage. The procedure training manual provides guidance valve positioning related to patient anatomy. Anatomy (stj, calcification, coronaries, etc.), percentage area sizing, thv size and foreshortening/inflation volume should also be considered when positioning thv. In addition, the procedural training manual provides guidance on valve alignment. Unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure and rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Note that manage guidewire position, guidewire can move proximally during valve alignment and the warning marker indicates the balloon catheter is approaching a hard stop. Do not past the warning marker. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Note that a gap between the thv distal valve alignment marker may note that fine adjustment wheel functions only when the balloon lock is locked and do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Compression may be observed in the distal portion of the flex catheter during valve alignment and diving may be observed between the thv and flex catheter tip during valve alignment. To correct move to a different straight section of the aorta (for diving only) and if using the balloon catheter, push forward slightly and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary and perform valve alignment in the straight section of the aorta. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leak was confirmed based on visual inspection of returned device. However, a manufacturing non-conformance was not confirmed. A review of the DHR, lot history, manufacturing mitigation and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, 'access vessel was very calcified. No bav was done prior to valve deployment. During valve deployment, the commander delivery system balloon burst (nominal volume). The commander delivery system was carefully removed with the balloon in one piece'. The reported burst was confirmed on the proximal shoulder of the inflation balloon as a pinhole leak. Patient had calcification present through the annulus and as reported through the access vessel. Scratches were observed throughout the flex shaft of the delivery system indicative of calcification present in the patient's vasculature. Calcification can present a challenging condition for the balloon during tracking through the system. Calcific nodules can interact with the balloon and compromise the balloon structure. Furthermore, flex tip gouges were observed on the flex tip of the delivery system. Gouges are indicative of the valve 'diving' into the flex tip. If the thv is unseated from the flex tip during valve alignment it can result in higher alignment forces which can ultimately weaken the balloon material making it more prone to leakage or damage. In this case, available information suggests patient factors (calcification) contributed to the reported event. A conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the 3mensio report revealed calcification present in the aortic annulus. No photographs of the device were provided for review. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was not able to be confirmed as the device was not returned for further evaluation. However, no manufacturing non-conformance was identified during the evaluation. Per imagery review, patient had calcified aortic annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Available information suggests that patient factors (calcification) may have contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.